Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The alleged device was not returned to the plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported to technical support a drain complication during drain 0 of 6. Patient drain 385ml out of an expected 2000ml. Patient reported no kinds and all clamps were open. Patient also received an air detected in the cassette message. Patient checked all connection and was requested to reset up with new supplies. Patient then observed fluid inside the cassette door. Patient was advised to contact the peritoneal dialysis nurse. Follow up with the patient¿s peritoneal dialysis nurse indicated that the patient did not have or experience any complications and there was no medical intervention. The patient did not miss any treatments. The sample was requested for return to the manufacturing plant for investigation.